Manufacturer narrative:
The unit is currently in brazil and for medical will be providing the 3rd party servicing once training has been completed. Once this has been completed, the unit will be tested and repaired, as necessary, and this complaint will be updated accordingly. The reported complaint description is not confirmed.  The unit has not been tested because the 3rd party service provider, for medical, is in the process of being trained to perform the field service in brazil.  Once completed, the unit will be tested and repaired, as necessary, and this complaint will be updated. Disposable device review: disposable probe complaint (B)(4) was opened due to this event. The probe was found to be manufactured and functioning as intended.  Based on the disposable device review, the potential root cause is circuit continuity issue between the 8 pins in the probe cartridge and the solero generator nest pin pad.  The applicator temperature fault error message can be a result of poor pin contact, i.e. Given that the error message occurred when applicator was connected to the generator (and before ablation cycle was initiated) this error message is likely not a result of actual temperature issue at probe tip but is a thermocouple wire circuit continuity issue.  A dirty solero generator nest pin pad is potential contributing factor. In addition, it was reported that the patient was placed under sedation prior to the solero probe being connected to generator and ready for ablation use.  This is contrary to information provided in the device dfu. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint.  The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: 6.3 errors: errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions.  If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors: any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125).  The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. Connect the applicator's cartridge to the generator's connector on the front panel. Verify that the pins of the connector and plug are not bent before continuing. Caution: the cartridge connections can only mate to the generator in one direction and require minimal force to ensure proper attachment. If force is required, remove the cartridge, inspect the pins for damage, and ensure that the correct orientation is being used. Replace the applicator if it appears damaged. Otherwise, try reseating the cartridge in the connector. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Reference 1317056-2022-00110, (B)(4) for the associated solero applicator.

Manufacturer narrative:
The unit was returned on april 27, 2023 to for medical service center for evaluation. The reported complaint description is not confirmed for the "applicator temperature error" (temperature fault) specifically, however, another coolant related message occurred. During the functional check, "coolant warm" was displayed. The contacts were cleaned and checked. The unit was then calibrated and met all acceptance criteria. The root cause for the temperature fault was not definitively determined because the "applicator temperature fault" message was not displayed, however, "coolant warm" was displayed. The contacts were cleaned and checked. This is the first reported error of this unit for applicator temperature fault. The unit was tested after the contacts were cleaned. Functional test and electrical safety procedures were performed and the unit met all acceptance criteria. A review of the device history records (service order history) was performed for the reported serial number qby0003305 for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: 6.3 errors: errors are non-recoverable system failures which require the end user to reboot the system. System. Errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors: any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. Connect the applicator's cartridge to the generator's connector on the front panel. Verify that the pins of the connector and plug are not bent before continuing. Caution: the cartridge connections can only mate to the generator in one direction and require minimal force to ensure proper attachment. If force is required, remove the cartridge, inspect the pins for damage, and ensure that the correct orientation is being used. Replace the applicator if it appears damaged. Otherwise, try reseating the cartridge in the connector. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported solero generator has yet to be returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Reference (B)(4), pr29351 for the associated solero applicator.

Event description:
During preparation for a microwave ablation of the liver tumor, using a 14cm solero applicator, the unit was requested by the doctor to be set at the power of 140w for 6 min. When turning on the microwave machine, the message "applicator temperature failure; turn off and on again or replace the applicator and try again" displayed. The unit was restarted, and the same message was received. Five additional attempts were made, but were unsuccessful. There was also an issue with the pump, as the blue button for ablation was not lighting up. Angiodynamics' clinical training coordinator was contacted for assistance via phone, however the issue was unable to be resolved. Due to being able to resolve the issue, it was determined to abort the procedure. The patient had already been sedated, intubated and had contrast media to perform the ablation. The doctor contacted a competing company for assistance in completing the tumor ablation. After the competitor company's ablation was completed, the 14cm applicator was tested which resulted with the unit not responding and repeating the error of orange color without enumeration. Due to the reported issues, the patient was under sedation for greater than an additional 30+ minutes. This event meets the criteria a reportable adverse event; patient safety risk due to prolonged procedure greater than 30 minutes (extended sedation).